Event description:
It was reported that during the hemorrhoidectomy, after firing the device, only 1/4 of the circumference of the rectum was stapled. All around the purse string was not cut or stapled. The anvil was removed which was hard to get through the retractor. Another device was used to complete the procedure. There was no adverse consequence to the pt.